Event description:
Male patient called lifecor customer support to report that when he placed one of his battery packs sin his monitor this morining it began bonging and the monitor displayed a battery symbol with question mark in it. He replaced it with his other battery pack and the monitor did the same thing. Support asked him to place one of the battery packs in the charger. It showed a full charge. Support then asked to place the other battery pack in the charger and it gave the same results. Support then requested that he examine the battery contacts inside the monitor and the connectors on the battery packs. Two replacement battery packs were provided. When the patient returned the two suspect battery packs one was not the expected serial number. When contacted, the patient explained that both of the battery p[acks he has now are functioning normally. One of the original battery packs is working fine now, but one of the replacement battery packs was not charging properly. That is why he sent back just one old battery pack and one of the replacement battery packs he just received.